Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported from a consumer regarding a couple of unknown patients. It was reported that a consumer knew of other people who had implanted devices that ¿did not do what they thought it would do.¿ per the caller, there were a couple of men who were coal miners who were implanted after having worker¿s compensation claims. The caller was asked about the patients¿ information but stated that they did not know who the patients were, what devices the patients had, what the event details were, when the issues happened, or who the health care professional (hcp)s had been. It was reported by the caller that they were not able to get further information because ¿they were no longer living.¿ no further complications were reported.